Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl 300mcg/ml at 300mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the pump motor began stalling, according to the patient, ¿around (B)(6) (2018).¿ the eri (elective replacement indicator) was greater than 20 months at this point. According to the logs this occurred repeatedly until the pump was stalled for greater than 48 hours. The pump logs indicated multiple motor stalls and recoveries beginning on (B)(6) 2018 with a final stall on (B)(6) 2019 and a stopped pump period may exceed tube set message on (B)(6) 2019. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting included interrogation of the pump. The actions and interventions taken to resolve the issue was the physician replaced the patient¿s pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.